Manufacturer narrative:
Product event #(B)(4): brief description of complaint: upon completion of the procedure, the surgeon identified that throughout the case, the tip of the device did not seem as securely attached to the shaft of the device as he expected. The gray area where the device tip attaches onto the device handle was able to be turned easily and reportedly would swivel as the surgeon used it. There were no error codes and no patient impact. The case was completed with the same device. Sales rep confirmed the device tip was secured onto the device shaft over the white line and it did seem a little loose. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna ¿ adenoid tip. Product number: ps300-003, lot number: 0209996492, expiration date: 2018-08-17, quantity returned: (B)(4). Testing performed: device packaging inspection: one returned plasmablade¿ tna with adenoid tip attached received inside a cardboard box within a single biohazard bag with no packaging to fill the negative space. No original packaging was returned; therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. No paperwork was provided. Device visual inspection: device is used with dried blood on body, shaft, and cord and within the suction connector. Eschar, tissue and coagulum build-up present on the wire electrode and inside the adenoid tip housing, suction opening, as well as inside the suction shaft. There are no visual signs that relate to the reported complaint description. The adenoid tip housing appears melted and the wire electrode appears bent; all components appear in place and intact. The device was cleaned to analyze and confirm the damage to the adenoid tip housing which is melted and the wire electrode which is bent. Functional inspection: both the yellow cut and the blue coag buttons have definitive tactile feel. The force to insert and remove the adenoid tip from the device suction shaft was investigated utilizing a secured force gauge and a tna pull force fixture, to determine if the device is within the product specification requirements. The force to insert and remove the adenoid tip from the suction shaft must be between 2.0 lbs. And 12.0 lbs. Per the product specifications and quality plan. The adenoid tip was inserted on to the device suction shaft down the white line marking on the shaft indicating that the tip was inserted properly as the markings are present on the suction shaft to indicate the insertion depth for the removable adenoid and tonsil tips. With the device secured in to the test fixture, the adenoid tip was manually inserted into the suction shaft and peak force (lbs.) Was recorded. The force tester was reset (zeroed) and the adenoid tip was manually removed from the suction shaft and the peak force (lbs.) Was recorded. The device was measured for ten cycles of inserting and removing the adenoid tip from the device suction shaft, producing acceptable results. The device met the product specification requirements producing acceptable results for ten cycles of inserting and removing the adenoid tip from the suction shaft. The device was challenged in attempt to replicate the reported complaint by turning the finger grip in a rotational fashion with no detectable ability to easily turn or swivel the adenoid tip as suggested in the complaint description. Force to insert and remove the adenoid tip from the suction shaft interval insert force (lbs.) Suction shaft requirements 2.0 ¿ 12.0 (lbs.) Remove force (lbs.) Suction shaft requirements 2.0 ¿ 12.0 (lbs.) (B)(4). Lhr review: a review of the lhr for lot # 0209996492 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The adenoid tip was attached to the device suction shaft using the finger grip and a secure connection was demonstrated. The force to insert and remove the adenoid tip from the suction shaft met the product specification requirements producing acceptable results. No failures were found as the connection was secure. The adenoid tip was detached from the handle by grasping the finger grip and pulling the tip straight off the tna handle as per the IFU recommendations. The complaint will be tracked and trended within gch. Additionally it was found the adenoid tip housing and the wire electrode was damaged. The adenoid tip was cleaned to analyze and confirm the damage to the adenoid tip housing which is melted and to the wire electrode which is bent. This complaint has been seen in the past and been addressed through a situation analysis 13-90-0014. CAPA - (B)(4) was initiated and closed addressing this issue. Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
During analysis of the returned device, it was identified that the electrode housing was melted and damaged. The wire electrode appears bent, but the electrode was intact.